Event description:
It was reported that biomed stated that arctic sun device looks like there was an internal leak somewhere. It would came in for assessment. Per sample evaluation results received on 14may2024, installed test mixing pump to cool. Observed low and marginal flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. Observed low/marginal flow. Replaced flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that arctic sun device looks like there was an internal leak somewhere. It would came in for assessment. Per sample evaluation results received on 14may2024, installed test mixing pump to cool. Observed low and marginal flow.